Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position, there was apparent explant damage, the stylet was stuck in the lead-distal coil and the lead was stretched. It was noted that a competitor stylet was stuck in the lead. The lead was stretched slightly in an attempt to get it out at analysis.

Event description:
It was reported that the lead had sensing and pacing problems and had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.